Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 205 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; additionally, a missing data alert was identified.